Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 600 pro synchron clinical system generated low anion gaps. No results were reported outside of the laboratory. The customer provided 7 patient printouts. Of those samples, only 1 sample showed a difference in co2 recovery that exceeded assay precision claims. Any differences in na, cl or co2 for other samples were within the precision of the assay. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and found leaking lines on the flowcell. The fse cleaned up the leak, replaced lines and verified performance.